Manufacturer narrative:
Investigation pending.

Event description:
A caller alleged a variance between inratio inr results. The results were as follows: (B)(6). Reported therapeutic range: 2-3.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on the reported lot number. The customer's complaint was not confirmed during in-house testing. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed; the lot met release specifications. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.